Event description:
It was rpeorted that during spplication of the nasal CPAP system nasal prong on a child nocrosis of the childs nose developed. The problem was attributed to a close fitting of the prongs bases.